Event description:
Report received of the device not sounding an audible alarm tone. The device was returned to the biomedical engineering department with an unsigned note that stated, "alarm not working." During testing by the user facility, the device "beeped when plugged in but did not sound any other audible alarm tones. There were no reports of any adverse patient events while the device was in clinical use.